Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had not get both the main screen and the recall screen to display in 3d (third dimension). The issue had occurred during inspection for use. There was no report of patient harm.